Event description:
It was reported that no insulin was being delivered during fill tubing. The customer changed out the cartridge and was able to successfully complete fill tubing. Customer was unsure if their blood glucose level was impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.